Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-14. Investigation summary : a device history review was conducted for lot number 1106246. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was returned to our facility to aid in our investigation. During visual analysis of the device, our engineers were able to identify a dark foreign material on the needle hub. Compositional testing was performed on the foreign body and the material was identified as polypropylene. Polypropylene is used in the manufacture of the body of the needle hub, and the excess material most likely originates from the molding process which is carried out at the suppliers facility. Incoming raw material is checked at our facility to insure conformance to product specifications. The root cause for this event most likely the result of human error during the inspection process. To prevent a reoccurrence of this issue our inspection teams have been retrained on the proper processes and procedures.

Event description:
It was reported when using the bd syringe 30ml 18g 1-1/2in there was foreign matter on the device needle. The following information was provided by the initial reporter. The customer stated: there was "foreign material in the needle."

Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe 30ml 18g 1-1/2in there was foreign matter on the device needle. The following information was provided by the initial reporter. The customer stated: there was "foreign material in the needle."